Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: there is no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: d6b, d10 (concomitant).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient reports that on (B)(6) 2025 he underwent a 1.5t liver MRI. The patient has a left knee prosthesis implanted on (B)(6) 2025. During the examination, the patient reports initially feeling warmth, which progressively intensified, reaching almost unbearable heat in the lower part of the patella of the left knee (where the prosthesis is implanted). He does not recall whether there was redness at the level of the knee. After the examination, the patient continued to experience severe pain, until on (B)(6) 2025 it was decided to replace the prosthesis with a new one (the surgery was performed at an institute different from hospital, therefore we do not have further details). The device cards were requested (attached to the report), and both are indicated by the company as MRI safe. The prosthesis consists of 3 components, all indicated on the attached labels.